Event description:
Ous MDR - after an implant period of approximately 44 months, a vhr was observed on a pdf which was seemingly treated appropriately. However, after the last shock oversensing is seen on the near field and to a lesser extent on far field during sensing and threshold test. The rv lead was capped and this ICD was explanted. The explant date was not provided.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is thus based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 45 months and 25 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the morphology of the noise signals the integrity of the lead cannot be assured.